Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station froze in blue screen and user was not able to reboot. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist found no issues with the device and confirmed the station was working fine. The system functioned as intended after the technical support specialist investigated the device.